Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. Checked the flow rate by comparing the air, exhalation and flow meter. The air flow showed 10 l/min and the other 2 showed 1.2 l/min showing that the air flow sensor was bad. The field service engineer replaced the air flow sensor and preformed all tests required to return the vent into operations. Failure analysis of the returned part shows conclusion / root cause: the reported complaint of the exhalation flow sensor reading out of spec. Was not duplicated. No fault was found on this returned exhalation flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the flow was off. There was no patient involvement at the time the issue was discovered.